Manufacturer narrative:
.

Event description:
It was reported via postmarket registry that the patient who had a drug pump experienced "no relief in pain after admitting boluses nor any side effects". A contrast study was performed and a "kink/occlusion" was discovered in the intrathecal section of the catheter. The catheter was "explanted/replaced" and the patient recovered without sequela. The pump contained hydromorphone (2 mg/ml at a daily dose of 0.5 mg), bupivicaine (40.0 mg/ml), compounded baclofen (200 ug/ml) and droperidol (333 ug/ml).